Manufacturer narrative:
Investigation shows that eversense system was not in use during the first reported hypoglycemic event on (B)(6) . For the second event on (B)(6) , the time of the event is unclear. However, the investigation shows that customer was provided low glucose alerts from 4:12 am to 6:17 am. The system performed as intended. The user was assisted by the fire rescue and given IV fluids to treat hypoglycemia. Per investigation, the system was not in use during the event. The second reported hypoglycemia was recorded in complaint rec - (B)(4).

Event description:
On (B)(6) 2021,senseonics was made aware of an adverse event where user experienced hypoglycemia and emergency service was called in and was assisted by fire rescue and given IV fluids to treat hypoglycemia.